Manufacturer narrative:
Product code: unk; esubmitter software does not allow for unknown entry. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's eye. Reportedly, the patient developed lens opacity recently after implant. Attempts to obtain additional information have not been successful.